Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery, self test, unexpected restart error and displacement test. Pump passed the dat test at 0.08735 inches. The device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. The device received with minor scratched display window and case. The device received with stained end cap sticker and back address serial number label. The device received with stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with low blood glucose on (B)(6) 2018. Blood glucose was 32 mg/dl at the time of incident. The customer's blood glucose was 75 mg/dl at the time of hospital admission. The customer was treated and blood glucose rose to 175 mg/dl. The customer did not recall any significant events, just that they began to crash from their low blood glucose. The customer stated the hospital could not determine the cause of the low blood glucose event. They believed the insulin pump was at fault. A crack was discovered on the insulin pump during troubleshooting. The insulin pump will be returned for analysis.